Event description:
The medtronic rep reported a cerebrospinal infection in 2004. Several attempts have been made to obtain additional info without success.

Event description:
The hcp reported that the pt was experiencing irritability, pain and increased spasticity despite increased dose of baclofen. Dye studies were performed suggesting a leak. In 2004 another dye study revealed blockage. The catheter was replaced in 2004 but the pt developed cerebrospinal fluid leak from wound, dehiscence and subsequently a second wound revision in 2004. The pt developed post-op fever, gram negative meningitis and green discharge. In 2004 the entire drug delivery system was explanted; the pt received antibiotics via a PICC line. The pt was reported to be "much better after the pump was removed". Oral medications were used to control symptoms; the "pt is doing great now".